Event description:
It was reported that a minicap transfer set was damaged; further described as while twisting the white part of the twist clamp, it twisted farther than it should have and broke. The patient had to put tape on the twist clamp to hold it open. After therapy, the patient put a minicap on and they observed that iodine had gone into the tubing of the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated prophylactically. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.